Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, corroded battery tube, broken belt clip slot, broken reservoir tube lip, cracked case near display window corners and minor scratches on display window.

Event description:
Customer reported via phone call that the reservoir compartment was broken and loose. Customer reported that the reservoir was still able to lock in place. The customer's blood glucose level was unknown at the time of incident. Troubleshooting was performed. The insulin pump was returned for failure analysis.